Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per the complaint details, a revision one day post primary surgery was performed due to lesions were discovered on a post-operative x-ray inside the femur. However, due to patient¿s confidentially no relevant clinical information, operative reports, revision reports, pre-post implantation radiographs or the explant will be provided for inclusion in this investigation. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Since the patient was reported as recovering; no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after primary surgery, lesions were discovered on a post operative x-ray inside the femur. A revision surgery was performed due to this event. Patient is currently recovering.